Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels of 52 mg/dl or above. Low bg causes were not known. Reportedly, the customer's total daily insulin (tdi) pump setting was incorrect; however, tandem technical support could not verify if this incorrect pump setting was the cause of all of the customer's low bg events. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.